Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an inappropriate shock for an supra ventricular tachycardia rhythm that fell into the ventricular fibrillation zone. No changes were made. The device remains implanted.